Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable did not fit securely in the pump usb port and needed to be manipulated in order to charge the pump. Reportedly, an alternate cable fit securely in the pump usb port and the customer was able to charge the pump successfully. There was no reported impact to customer's blood glucose level. Replacement cable was sent to customer.